Event description:
In december, allen medical received a notification from the dept of health and human services - report mw1040931 (a letter dated 12/12/06), requesting that we follow-up with a hosp facility and investigate a possible device malfunction reported to the FDA. Facility reported using a shoulder device that was slipping from the table during use. The report states the staff re-tightened the device clamps to the table and there was no further incident. No injury to report.

Manufacturer narrative:
A facility spokesman confirmed on 1/4/07 that they have taken the device out of use and that have received allen communications seeking its return for safety eval. Facility will not return the product unless advised to do so by the facility's legal counsel. No further correspondence has been received despite numerous attempts.